Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A customer reported while using a glidescope core smart cable during an emergent intubation of a patient with severe emesis, the physician lost visualization of the airway on multiple attempts. It was reported that the blades were replaced; however, the issue persisted. No harm to the patient was reported. Following the reported incident, the customer's verathon territory manager reported that the smart cable had green corrosion on the hdmi connector and there appeared to be damage to its hdmi pins.